Event description:
The customer reported that erroneous cardiac troponin (accutni) patient results were generated on an access 2 immunoassay system for two patients over two days. Other patient results, outside the scope of the two accutni results previously referenced, were provided by the customer but were not questioned as part of this event this report represents the erroneously elevated accutni result, within the risk stratification of the assay, generated on an access 2 immunoassay system on (B)(6) 2012. The initial, erroneous accutni result was reported out of the laboratory. The affect to the patient is currently unknown. Upon repeat testing of the initial sample, the accutni result was lower, and within the normal reference range of the assay. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated that all three levels of troponin quality control (qc) results recovered within established ranges during the timeframe of the event. The assay calibration curve generated prior to the event was accepted as passing and had acceptable percent coefficients of variation. A system check performed prior to the event met instrument specifications. Sample collection/handling information was not provided by the customer. Other patient results were provided by the customer but were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) identified that the sample probe wash station was very dirty. The fse trained the customer on the instrument, as well as proper maintenance procedures on cleaning the sample wash station. The fse couldn't duplicate any errors with accutni result. The fse checked the entire system for proper operations. The fse executed a system check, high sensitivity system check and quality controls, which all generated acceptable results. The fse verified that all mechanical alignments were in specification. Although instrument maintenance may have been a contributing cause to this event, this cannot be confirmed. A cause for this event cannot be determined from the information provided. Associated mdrs: 2122870-2012-01169, and 2122870-2012-01180.